Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. It is unknown if the discordant k result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The same sample was repeated two times on alternate instruments, both resulting lower. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant k result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After instrument and instrument data evaluation, the cse determined that there was no instrument malfunction during the time of the event. The headquarters support center determined that the potassium sample was processed pre-centrifuged, which indicates the sample underwent poor pre-analytical sample handling. The cause of the discordant potassium result is unknown. The customer successfully repeated the potassium result. The instrument is performing within specifications. Further evaluation of the device is not required.